Event description:
It was reported that the pacemaker was discovered to be operating in safety mode during a gen change. Technical services (ts) was consulted and determined that the pacemaker was operating in vvi mode with unipolar pacing and sensing, and pocket pacing would be lost due to the device changeout. No additional adverse patient effects were reported. This pacemaker is no longer in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.